Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 419688 lead, implanted: (B)(6) 2009.

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead as the impedance on the rv defibrillation and superior vena cava (svc) coils were high. It was also noted that there was a possible fracture on the rv lead and that the impedance on the rv coil was varying. The left ventricular (lv) lead programmed lv tip to rv coil was also noted to have high impedance. The rv lead was capped and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.